Event description:
It was reported that an edwards aortic bioprosthetic was explanted after an implant duration of 11 years due to aortic stenosis. Patient also underwent mitral valve repair with an edwards annuloplasty ring, to treat the preoperative mitral regurgitation. CABG x1, endoscopic vein harvesting, and ventricular pacing wire implantation were performed during the same operation.

Manufacturer narrative:
Evaluation: method - x-ray. Evaluation summary: as received, tissue disruption and serrated markings were noted at leaflets 2 and 3 at commissure 2. The disrupted tissue was most likely due to mechanical damage and measured to 5-8mm along the attachment at commissure 2. At commissure 1, disruptions at the free margins due to mechanical damage were also noted at leaflets 1 and 3. The valve exhibited heavy host tissue overgrowth at the tissue inflow. Host tissue may have led to stenosis. Heavy host tissue overgrowth encroached onto the tissue inflow and into the orifice at the greatest point by approximately 6mm. Host tissue was moderate at stent inflow and minimal at stent outflow. Calcification was minimal in the cusp area of leaflet 2. Minimal calcification was also noted at host tissue layer. Additional manufacturer narrative: device evaluation indicates host tissue overgrowth (pannus), as the primary cause of the reported stenosis. No significant calcification was detected in the leaflets. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. The mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood. The available information suggests nothing to indicate a device quality deficiency that may have caused or contributed to this event.